Event description:
It was reported that the right ventricular (rv) lead had low pacing impedance and was oversensing. The lead integrity alert was triggered for short interval counts (sic) and non-sustained tachycardia episodes with nonphysiologic sensing. High rv threshold was also noted. The lead was explanted and replaced. It was also reported that the right atrial (ra) lead had high threshold. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned in segments and analyzed; analysis revealed a flex fracture of the proximal conductor. Concomitant products : d224trk, implantable cardioverter defibrillator (ICD), (B)(6)  2011. A 6947, implantable tachy lead, (B)(6) 2011. A 4196, implantable pacing lead, (B)(6) 2011. A 3387s-40, deep brain stimulator (dbs) lead, (B)(6) 2011. A 37603, dbs implantable pulse generator (ipg), (B)(6) 2001. A 37085, neuro extension, (B)(6) 2001. (B)(4).